Event description:
It was reported that the customer had button/keypad anomaly on the insulin pump. The customer's blood glucose level was 170 mg/dl. The customer states that she was trying to bolus and the insulin pump is acting up the numbers up and will not stop. The customer was advised to discontinue use of the insulin pump and go to emergency room to get a back up plan and the doctors should be able to tell her how much she needs to give herself. The customer was advised that hopefully be able to get her a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.